Event description:
Medtronic received information that 3 days following the implant of this temporary pacing lead, it stopped working. The patient had complete heart block and arrested as this was the only ventricular pacing lead in place. Another temporary transvenous pacing lead was placed at the bedside. The next day a permanent pacemaker was implanted, however, the patient died a week later of other comorbidities not related to the initial temporary pacing lead. It was reported the break was between the electrodes. The lead was discarded.

Manufacturer narrative:
Analysis: no product was returned. Conclusion: the device history record could not be reviewed as no lot number was provided. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. (B)(6). (B)(4).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.